Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 23-MAY-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier fingerprint scanner blinked repeatedly and experienced delays during sign-in. A field service engineer (FSE) investigated a biometric identification issue that occurred after a windows update, where the fingerprint scanner was blinking repeatedly and taking an extended time to register fingerprints. The FSE shut down the application and tested the device using the hardware test application. The FSE confirmed that the blinking ceased and that the fingerprint scanner was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the Bio ID fingerprint indicator blinked multiple times and took approximately 3 minutes to sign in. The user rebooted the device and reloaded it; however, the issue persisted.However, there were no delays or adverse events or injuries reported based on this event.